Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator had a transducer fault and fails turbine pressure calibration at zero. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
H11:correction: section d4 was updated to indicate correct model #. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.